Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to deploy the cannula, or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that she activated a pod at 9:40 pm on (B)(6) 2013 and then went to bed. On (B)(6) 2013, her blood glucose result was 356 mg/dl at 4:29 am. She tested again at 4:30 am, and it was 314 mg/dl. She gave herself a 2.75 u bolus as recommended by the pdm, plus an additional 2.70 u bolus. At 6:46 am, her blood glucose result was 355 mg/dl, and she deactivated the pod. She said that it appeared that there was no cannula.